Manufacturer narrative:
Attempt(s) to acquire information for this form were made by gore.

Event description:
On (B)(6) 2005, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that during a follow up visit on (B)(6) 2013, images revealed a proximal indeterminate endoleak in the aortic neck area just distal of the lowest renal artery. There was an unkown amount of aneurysm sac enlargement. The physician reintervened on (B)(6) 2013, and used two viabahn devices to "snorkel" the renal arteries and a medtronic aaa stent graft cuff was implanted proximal to the excluder device. The endoleak was resolved and the patient tolerated the procedure.